Event description:
Narrative: (B)(4) 2010: a technologist from the user facility reported: they were a new user of the protoco2l insufflation system and were concerned that the pressure relief valve for the unit might not be opening when the unit detected 50 mmhg of pressure for greater than 5 seconds. They would like to have the unit tested. On 02-sep-2010: the reporting technologist spoke with a bracco sales representative and reported. In 2010, most likely in (B)(6), a female pt underwent a CT virtual colonography procedure, using a co2 insufflation pump. The indication for the procedure was not reported. During the procedure that pt experienced abdominal pain. The reporter was not certain but was concerned that the pressure might have exceeded 50 mmhg for more that 5 seconds without the pressure relief valve in the protoco2l insufflation system opening. The pt recovered from the abdominal pain the same day. The reporter stated no written report describing the event was generated at the facility and it was not possible to determine the specific date of the colonoscopy for the pt's hospital identification number. On 15-sep-2010 the bracco account representative to the facility additionally reported the administration set used for administering the carbon dioxide (co2) was a proctoco2l vc administration set (bracco catalogue 6470). Worldwide case ID: (B)(4).

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller tested 4.0 inr on the coaguchek xs system while a comparison lab returned as 3.05 inr. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.